Event description:
It was reported that a patient underwent a myomectomy on an unknown date and suture was used. While closing, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): a needle that broke at the attachment end was submitted for this evaluation. A visual inspection of the scanning electron microscope photos was performed. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for this needle, which typically fails primarily in a ductile manner.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a cracked barrel of the needle.